Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified a frayed instrument grip cable at the distal end due to a component failure. Additionally, further inspection found evidence of mechanical indentations on the conductor wire insulation at the bipolar yaw pulley that exposed the internal wires. No missing material and no signs of thermal damage were noted. The instrument was tested and passed electrical continuity. The root cause of this secondary finding could not be conclusively determined based on this investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200928 /sequence 0054 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using da vinci system sk3170. The instrument has 1 remaining use with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The customer reported complaint does not itself constitute an MDR reportable event; however, failure analysis identified a conductor wire insulation damage with a confirmed exposed internal wires and a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, that the fenestrated bipolar forceps instrument had a broken wire. The instrument was removed and replaced to the backup. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following fields: h6 and h10. Updated information can be found in the following fields: g3, g6, and h2. D02 intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified a frayed instrument grip cable at the distal end due to a component failure. As part of investigation, further investigation identified related issues. First, the conductor wire insulation was damaged at the distal end and this condition exposed the internal conductor wires. No missing material and no signs of thermal damage was noted. The instrument was tested and passed electrical continuity. The known cause of a damaged conductor wire insulation is attributed to a component failure. Second, found mechanical indentations on the bipolar yaw pulley near the compromised area of the conductor wire insulation. The root cause of the mechanical indentation on the bipolar yaw pulley could not be conclusively determined based on this investigation.